Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. It was also reported that the customer experienced multiple unspecified errors. Customer¿s blood glucose level was 100 mg/dl. No additional details were reported for this event.

Manufacturer narrative:
On april 11th, 2022 tandem diabetes care was informed of an update regarding the customer's pump issue. The pump was found to have experienced multiple malfunction alarms instead of an unexpected shutdown.